Manufacturer narrative:
Device discarded at hospital.

Event description:
It was reported that during the procedure at access via radial artery to delivery thrombectomy devices the catheter (subject device) distal shaft was broken off inside patient. Another surgery was performed to remove the broken fragments of the catheter. The patients medical condition was good. There were no clinical consequences to the patient.

Event description:
It was reported that during the procedure at access via radial artery to delivery thrombectomy devices the catheter (subject device) distal shaft was broken off inside patient. Another surgery was performed to remove the broken fragments of the catheter. The patients medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it cannot be confirmed that the device met specification as the device was not returned. As the product was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint. H3 other text: device discarded at hospital.